Manufacturer narrative:
The unit had a blank display due to moisture damage on the electronic assembly. The motor had moisture damage. The unit had a minor scratched display window, a cracked display window, a cracked case at the display window corner, cracked battery tube threads, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
The customer's husband called in to report that insulin pump turned off while the customer was sleeping and they changed the battery and the display was blank. The customer's blood glucose level was 300 mg/dl. The customer took the insulin pump off. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced, and was informed to return the product for analysis.